Manufacturer narrative:
The subject device was returned to olympus repair center. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that this phenomenon is attributed to the following. Excessive stress was applied to the forceps elevator wire. The forceps elevator wire was fixed inappropriately. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the forceps elevator wire of the subject device was cut. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.